Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was reported as (B)(6). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned hip revision surgery on (B)(6) 2016, the jaw of the reduction forceps broke. The broken forceps were easily removed. Two forceps were being used to hold a part in place one clamp was sufficient to continue with the procedure. Additionally, a synthes cortex screw broke during insertion and the surgeon opted to leave the shaft in the patient. The procedure was completed successfully with a 30 second delay. The patient's post-operative status was stable. The patient was originally implanted with a competitor's hip prosthesis on an unknown date. It was further reported that the patient was being revised to a different competitor's hip prosthetic but it is unknown if the new implants included a combination of synthes and competitor devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device investigation summary - one (1) reduction forceps 240mm-speed lock awsl (part 399.05, lot unknown) was returned with a complaint stating that the jaw of the forceps broke intra-operatively. Upon evaluation of the returned item, the upper jaw of the forceps was sheared up at the base where the upper jaw interacts with the lower jaw. Outside of the breakage, the device was in otherwise good condition with very few signs of wear and tear. The rest of the device appeared to be in good condition with minor signs of wear and tear. No definitive root cause was able to be determined; however the failure mode may have been caused by excessive force or improper handling. The reduction forceps 240mm-speed lock awsl is an instrument contained within the large fragment locking compression plate (lcp) set. The returned item did not have an etch of the lot number so a manufacturing date and relevant drawing revision could not be determined. The current revision of the product drawing was reviewed and the returned instrument was found suitable to determine the intended use when employed and maintained as recommended. The design history was found not to impact the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.